Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) and noise during patient isometrics. Additionally, the lead exhibited low out of range pacing impedance measurements. An invasive procedure was performed. The lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.